Event description:
Sorin group (B)(4) received a port the s3 roller pump was not counting cardioplegia volume correctly which at one point caused the module to stop the pump. The clinician had to over-ride the pump control and monitor the cardioplegia dose manually. There was no report of pt injury.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report the s3 roller pump was not counting cardioplegia volume correctly which at one point caused the module to stop the pump. The clinician had to over-ride the pump control and monitor the cardioplegia dose manually. The issue was confirmed by the sorin service representative. The cardioplegia could not be set to any other pumps. The other pumps would sometimes appear in the display but could not be selected. All other modules appeared to operate correctly. The fault was traced to the cdm. A system reset was done and all user settings were re-entered which corrected the fault. The unit was tested extensively using various combinations of operation and no further issues occurred. Sorin group (B)(4) stated that since the issue was solved on site, no further investigation is required. No trend has been identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. Sorin c5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.